Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of mw5162696 received through the FDA medwatch program stating "patient reported pump not working. Per patient, she was doing everything she was instructed to do. Wind up in off position. Insert syringe and turn on. When she would turn on the pump, the syringe would pop out and would not stay in place. Advised the patient to push the syringe slightly, but patient stated syringe is not staying secure. Patient agreed to manually push 10gm dose. Advised patient to push 4ml every 5 minutes until dose is complete. Advised patient to remove tubing before since it is not needed for manual push. Full dose expected to be completed via manual push. Pump available for return. Pharmacy replacing device. No adverse events reported. No additional information available. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinmia. Pump serial number:(B)(6). Reported to (8)(6) by: patient/caregiver. " a good faith effort was sent to the initial reporter on 19-dec-2024 for additional information. A response was received the same day providing patient information and the serial number of the pump involved. The pump listed in this report has not been received by koru medical. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.